Event description:
(B)(4). Same case as MDR ID: 2134265-2013-00147. It was reported that subsequent to a stenting treatment procedure the patient experienced stent thrombosis and a myocardial infarction. In (B)(6) 2009 the patient underwent a cardiac catheterization procedure revealing one target lesion. A 3.50x32mm and 3.50x16mm taxus stents were implanted in the proximal right coronary artery (rca). Just over three years later the patient returned and a st-elevated myocardial infarction was diagnosed (peak ck total= 485, uln=269 iu/l; ck-mb=61.2, uln= 5.0 ng/ml; peak troponin= 15.65, uln= 0.20 ng/ml). Coronary angiography revealed a thrombus and 100% occlusion of the proximal rca stents that were deployed in (B)(6) 2009. A 3.50x40mm apex monorail balloon catheter was advanced and angioplasty was performed resulting in 0% residual stenosis. The event was considered resolved two days later without residual effects and the patient was discharged.

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).